Manufacturer narrative:
The device was evaluated, and the evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we presume that there was difference of recognition on device handling and reprocessing steps between the user and recommendation by olympus. Technician of olympus has already trained the user on proper handling. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: ¿IFU: series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope was being cleaned with dawn dish detergent on a regular basis. The event occurred during a scope in-service. There were no reports of patient harm.